Manufacturer narrative:
Analysis received the unit with no button response due to open connector on lcd board. Analysis was unable to perform the displacement, prime, basic occlusion, occlusion, and excessive no delivery alarm. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there is no button response. The customer's blood glucose was 300 mg/dl at the time of incident. The insulin pump will be returned for analysis.